Manufacturer narrative:
B3. Date of event: actual date of event is unknown, therefore first day of bsc aware month and year was selected.

Event description:
It was reported that, during a photo selective vaporization of the prostate, the fiber broke after 20,000 joules of use. Boston scientific has been unable to obtain additional information regarding the procedure and patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis of the fiber tip identified the glass cap was protruding from the metal cap, indicative of a glue failure. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber break. Continuously elevated temperature can lead to fiber damages, including a glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage. B3. Date of event: actual date of event is unknown, therefore first day of bsc aware month and year was selected.

Event description:
It was reported that, during a photo selective vaporization of the prostate, the fiber broke after 20,000 joules of use. Boston scientific has been unable to obtain additional information regarding the procedure and patient outcome to date, despite good faith efforts.